Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/22/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection at 12x microscope magnification showed a scratch on the posterior side of the optic body, most probably to make the removal of the lens possible. The condition of returned sample during product testing does not suggest that the damage was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a multifocal intraocular lens (model zxt225, 8.0 diopter) was removed after insertion as the doctor observed a hole in the posterior chamber and thought it was not stable to keep the lens in place. No further information was provided.